Event description:
It was reported that they needed assistance troubleshooting calibration error 1 (pre-warm bypass flow error) on the arctic sun device. Actual value was 34.89. Per sample evaluation results on 01sep2023, it was reported that the decontamination tech noted circulation pump unplugged from power harness and plugged it back in to complete autofill cycle. Upon removing the outer shell several bolts were found lying loose on the lower bracket between the pumps. These were found to be missing from the lower bracket to chiller frame location and one was missing holding the card cage to the upper bracket. The outer shell has one alignment stud missing and a missing chiller to shell nut plate. The rear cover has a broken tab holding the filter in place. The level sensor retaining bracket was also found loose laying next to the circulation pump. There is evidence of electrical overstress on the hot and neutral connection between the power inlet module and the main ac power circuit card. The double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. General foam replacement was completed on the chiller molded tube.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided. The arctic sun 5000 was evaluated. Device displayed electrical overstress in connections between power inlet module and the ac power circuit card. Ac mains voltage circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required for this complaint. The labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they needed assistance troubleshooting calibration error 1 (pre-warm bypass flow error) on the arctic sun device. Actual value was 34.89. Per sample evaluation results on 01sep2023, it was reported that the decontamination tech noted circulation pump unplugged from power harness and plugged it back in to complete autofill cycle. Upon removing the outer shell several bolts were found lying loose on the lower bracket between the pumps. These were found to be missing from the lower bracket to chiller frame location and one was missing holding the card cage to the upper bracket. The outer shell has one alignment stud missing and a missing chiller to shell nut plate. The rear cover has a broken tab holding the filter in place. The level sensor retaining bracket was also found loose lying next to the circulation pump. There is evidence of electrical overstress on the hot and neutral connection between the power inlet module and the main ac power circuit card. The double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. General foam replacement was completed on the chiller molded tube.